Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call indicating a button error on the insulin pump. The customer's blood glucose was 199 mg/dl. The customer stated that she bought her pump in the united states and she was transferred to the global help line for an error on her pump. Customer was advised to discontinue use of the device and to revert to a backup plan.